Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage/deformation while still considered operable and leakage. The following information was provided by the initial reporter: caller reported that when she was tapping on customer's syringe to bring air bubbles to the top the syringe cracked and insulin was leaking from the syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, (B)(4). Product lot # - 191202. Did issue cause any injury? - no. Did customer require medical intervention? - no. Was caller able to fill a cartridge with insulin? ¿ no. Resolution ¿ caller reported she filled a brand new syringe with insulin and will fill customer's cartridge with insulin and load it on to his pump.